Event description:
It was reported that noise was observed. External interference was suspected. Other parameter measurements were fine. The patient condition is normal.

Manufacturer narrative:
(B)(6).